Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -3.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. A replacement lens was implanted and the problem resolved.